Event description:
Reporter alleged the blood glucose monitoring device generated a result when a test strip was inserted prior to it being dosed with blood. Reporter stated when putting the test strip into the meter, hitting the right arrow on the meter and the display read 41 mg/dl prior to dosing the strip. Reporter indicated no treatment was received and no actions were taken based on the result. A request was made for the return of the suspect device and replacement product was sent.